Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged due to a possible twiddler's syndrome. No atrial sensing and no pacing threshold measurements were observed. The lead was successfully repositioned. The lead remains in service. No adverse patient effects were reported.